Event description:
It was reported by the rep that the nurse phoned to report that the skin staples did not hold in the incision. The nurse said that when the dressing was removed one day after surgery, most of the staples had stuck to the dressing and were no longer in the skin. The nurse was aware of the warning label "squeeze handle fully" and did not believe that was the problem. There was no consequence to pt.